Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer was attempting to program a bolus and numbers continued to scroll on screen. Customer changed batteries and buttons were not responding. Customer's blood glucose was 130 mg/dl. Customer reports to have been lying in the sun with insulin pump underneath her. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer also reported a past even of being hospitalized on (B)(6) 2015 with blood glucose of over 300 mg/dl. Customer reports to have been treated with IV due to dehydration and also reports that insulin pump was worn at the time of hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The operating currents are normal and no unexpected off no power or low battery alarm noted. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.